Event description:
It was reported the patient presented in hospital for an unrelated procedure. Review of charts revealed that noise was observed on the right ventricular lead. Isometrics and pocket manipulation were attempted but the noise was not reproducible. All lead measurements were within normal limits. During the procedure, the physician noted insulation damage which was believed to be due to lead and can abrasion. The lead was repaired. Patient was stable with no adverse consequences during the procedure. Patient will continue to be monitored.